Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a trial patient via a manufacturer's representative (rep). It was reported that the patient had blood in her urine on the morning of this report and was having pain by the site area. Additional information was received and it was reported that the patient had dark urine for the first couple of days after evaluation. The patient also reported that she pulled the wires on a blanket and believed she pulled her wire out an inch. The patient also reported that her gauze was bloody. Additional information was received from the healthcare professional and it was reported that the temporary wire got caught in patient's bedding but still has efficacy with the lead. No actions or interventions were taken as it was deemed okay to move on to the second stage of the trial.